Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a 29mm navitor was selected for implant. During the implant procedure, the patient's coronary arteries were blocked following the insertion of the valve resulting in the patient passing away. The death is classified as being related to the procedure.

Manufacturer narrative:
An event of obstruction/occlusion and death was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, this event was reviewed by abbott medical affair. The reviewer stated that, abbott cannot perform a root cause analysis at this time as the pre-procedural CT was not provided to determine if there was an existing high risk of coronary occlusion, as well as procedural imaging to determine the mechanism of occlusion during the case. Based on the information received, the cause of the reported event could not be conclusively determined. However, suboptimal implant depth could contribute to the obstruction of the coronary arteries. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a flexnav delivery system. The patient's annular dimension sizing was as follows: perimeter: 78.9mm, derived perimeter: 25.1mm, area: 490.2mm^2, derived area: 25mm, average diameter: 24.9mm. During the implant procedure, the patient's coronary arteries were blocked following the implantation of the valve resulting in the patient passing away. The death was classified as being related to the procedure and the blockage being due to a partially obstructed coronary network.